Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh and was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent tvh/bso and cystoscopy due to sui, pelvic pain,menorrhagia, hypermobile urethra and ovarian cyst. It was reported that following insertion the patient experienced pain, erosion, urinary problems, recurrence and dyspareunia. It was reported that patient underwent mesh revision on (B)(6) 2013 and (B)(6) 2013 due to sui and pelvic pain.